Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experiencing high blood glucose level. Blood glucose at the time of event was 29 mmol/l. Cannula was bent when inserted. Customer stated that they treated high blood glucose with manual injection. It was unknown that customer use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.